Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2018, during a lapidus procedure, the el-dts drill guide template that broke, they opened another set and was able to complete the procedure successfully. There was no surgical delay. Patient outcome is unknown.

Event description:
It was reported that on (B)(6) 2018, during a lapidus procedure, the el-dts drill guide template broke. They were able to open another instrument set but it was defective and they were not able to use it. A special kit was used to proceed with the procedure. There was no surgical delay. Procedure and patient outcome is unknown. This report is for one (1) unknown el-dts drill guide template.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated complaint description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown el-dts drill guide template /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, during an unknown procedure, the el-dts drill guide template broke. They were able to open another instrument set but it was defective and they were not able to use it. A special kit was used to proceed with the procedure. There was no surgical delay. Procedure and patient outcome is unknown. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).